Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 25 - removed cartridge alarm) occurred with multiple cartridges during the load process. There was no impact to customer's blood glucose. Reportedly, the customer successfully reloaded the cartridge to address the event and insulin delivery was resumed.